Event description:
An altitude alarm was reported on the customer's insulin pump. Reportedly, the pump was not outside the labeled altitude operating range. The customer declined to provide their blood glucose level at the time of the event. As the speaker holes on the pump were obstructed, technical support instructed the customer to clear the obstruction, clean the air holes, reload the cartridge, and reset the pump to resolve the issue. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.